Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with plunger head contamination. Event history log review was performed and found evidence of reported problem. Visual inspection was performed. The customer reported problem was confirmed. According to the investigation the reported issue was caused the plunger head contamination which was due to user interface. Investigator's replaced all parts of the plunger head. The problem source of the reported problem is user interface.

Event description:
Information was received that during pre-use testing of this smiths medical medfusion 3500 pump, the pump exhibited force sensor. No patient involvement reported.